Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions, bowel issues, and recurrence of hernia. Treatment provided for these conditions include surgical revision of the mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, bowel issues. Post-operative patient treatment included revision surgery, small bowel resection, placement of new bard xenmatrix mesh and lysis of adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, bowel issues. Post-operative patient treatment included revision surgery, small bowel resection, placement of new bard xenmatrix mesh and lysis of adhesions.

Manufacturer narrative:
Additional info: a4, b2 (added disability), b5, b7, h6 (patient codes, imf code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced constipation, discomfort, can't sit up for too long, recurrence, adhesions, obstruction, bowel issues and pain. Post-operative patient treatment included revision surgery, small bowel resection x2, placement of new bard xenmatrix mesh, hernia repair with mesh, and lysis of adhesions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, obstruction, bowel issues. Post-operative patient treatment included revision surgery, small bowel resection, placement of new bard xenmatrix mesh, hernia repair with mesh, and lysis of adhesions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, obstruction, bowel issues and pain. Post-operative patient treatment included revision surgery, small bowel resection, placement of new bard xenmatrix mesh, hernia repair with mesh, and lysis of adhesions.